Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (16) years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that foreign material remained in nozzle. There was no physical damage to the locations of the foreign materials. Therefore, the cause of the material remaining in the device could not be determined. User can detect/prevent the suggested event by following instructions for use below. Detection method is described in evis exera ii pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.